Manufacturer narrative:
¿This case is part of a remediation performed by stryker following the acquisition of artelon company. This case has already concluded with minimal information. Therefore, no supplemental MDR will be submitted unless additional information is provided.¿ this investigation is part of the artelon remediation aiming to transfer the data history into tw. An investigation of this case has already been performed by artelon - please refer to attachment. The conclusion of the investigation states "the surgeon attempted to drill the bone hole over the guide wire but experienced was he called a dull drill bit. Upon inspection of the returned drill bit, it was noted that the tip of the bit had been pressed against a bent wire and tried to be advanced. A new drill bit was opened and used successfully. The bent eyelet called for the need for a new anchor which was used successfully. Unfortunately, another spare anchor was dropped on the floor by the scrub tech and required the use of an alternate anchor for fixation. The outcome was a successful surgery for the patient. The failures were immediately detectable with no significant delay of surgery. Inspection of the drill bit determined the failure was caused by the surgeon as well as the damage to the anchor. No further investigation is needed."

Event description:
This past monday morning we used one multi kit and one solo kit for a lateral ankle procedure, to repair both the atfl and the cfl. The drill bit from the multi kit was dull, and one of the anchors detached from the eyelet, which could not be put back together as the eyelet insertion tip (that goes into the anchor) was bent. This occurred when dr. Desutter tried to pull out the anchor for a better insertion angle into the calcaneus. He attempted to remove the anchor and it detached from the eyelet, which as displayed below, had a bent tip. This rendered the anchor unusable, as it lost its ability to hold tension on the artelon strip. Additional information: the solo kit was not successfully used, as one of the anchors broke and the scrub tech dropped the other anchor provided on the floor. Two anchors (from the multi kit) were used to fix one ligament, and a third party anchor was used after two of the artelon anchors were burned. They did go back into the same drill hole and were successful in putting another anchor in the same hole. Dr. Desutter specifically said that the drill bit (from the multi kit) was dull and attempted to use the drill multiple times but failed.